Manufacturer narrative:
The reported events of dislodgement and capturing problem were not confirmed. Final analysis, however, found the outer and inner helix stretched out of specification. The helix elongations are consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during device check post-implant, the patient's atrial leadless pacemaker (lp) exhibited inappropriate capture. X-ray was performed and confirmed dislodgement. The lp was explanted and replaced. The patient was stable.